Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that  'about 2 months, ' the personal therapy manager (ptm) had been taking a long time to connect to the pump and was getting stuck on 90%. The agent walked the patient through clearing the patient data from the application. The patient stated that they were allotted a bolus every 2 hours, but when they go to do the bolus, it usually says their lockout was a few minutes less than the 2-hour lockout before they can do another one. The troubleshooting steps that were taken on the call resolved the issue.  *see pe 707581610 for pump not working/see pe 707144877 catheter broke*.

Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Revised b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that 'about 2 months, ' the personal therapy manager (ptm) had been taking a long time to connect to the pump and was getting stuck on 90%. The agent walked the patient through clearing the patient data from the application. The patient stated that they were allotted a bolus every 2 hours, but when they go to do the bolus, it usually says their lockout was a few minutes less than the 2-hour lockout before they can do another one. The troubleshooting steps that were taken on the call resolved the issue.